Manufacturer narrative:
E1-facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an embryo biopsy procedure, the valve of the forceps stopper broke when the guide sheath was passed through the subject biopsy valve and fell into the patient's lung. It was successfully retrieved with a grasping forceps. The procedure was completed with the replacement of a new similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device was found to be broken and the piece of the biopsy valve was found to be dropped off in the visual inspection. The customer recovered the piece of the biopsy valve, but the piece was not returned. Based on the results of the investigation, the probable cause is a component failure of biopsy valve. The cause of the biopsy valve failure could not be determined. The investigation could not identify the actual root cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.